Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Ductus cysticus. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Out of the patient, did also not work! The analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92j8d, expiration date: 09/2017, manufacturing date: 10/2012.

Event description:
It was reported that during a "laparoscopic galle" procedure, the first device didn´t fire. A new device was opened. Clips didn´t hold onto the structure. No noises and no higher effort. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.